Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the pump batteries needed to be changed frequently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 128-fe88 replace battery call service alarm. No damage was observed to the battery compartment or cap. During testing, the alarm was not duplicated. Current draws measured within specifications. The pump case was removed, and no damage was found to the power circuit.